Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's permanent stimulator was implanted on (B)(6) 2018. Stimulator does not work. Rep has tried twice to find settings that would work, but were not successful. Patient turned stimulation off about 6 weeks ago, as there was no point charging it twice a day for no relief. Patient would like to know if it would be better to have the implant removed since it does not work or just leave it implanted. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s second trial seemed nominally successful; however, the permanent implant from (B)(6) 2018 does not work. There was no relief at all after the implant. The manufacturer representatives had tried on two occasions to find settings that would work but were not successful. The patient¿s health care provider had sent the patient for x-rays to see if the lead had moved since the surgery, and it was confirmed that the leads had not moved. The patient mentioned that she had weeks of agonizing pain following implant. The patient was told by her nurse that she could return to work after 24 hours, and the patient was wondering if this was a reason that the implant was not working. The patient had later gotten information from another nurse indicating that many patients take a full four weeks off of work. The patient was seen two weeks after the implant due to her unbearable pain. The patient noted that the leads are still very uncomfortable in the patient¿s spine and make it painful to bend at all. The device is still bulky and painful in her hip/back. It is still uncomfortable to lie on or press on and the pain makes it difficult to sit or lie down for reasonable amounts of time. The patient seems to have even more issues since the implant and is wondering if it is from the device or from the management from the medical group that she attends. The patient¿s device has never worked and is still causing pain. Additionally, the patient had turned the stimulation off in (B)(6) 2018 as there was no point in charging it twice a day for zero relief. The patient does charge it periodically about once per month just in case there was ever a change for it to actually work in the future. No steps have since been taken to resolve the device not working and not having relief, and the issue has not yet been resolved. The patient was still wondering if it would be possible/safe/better to have the implant removed. There were no further complications reported.